Manufacturer narrative:
Batch review performed on 05 june 2018; lot 175622: (B)(4) items manufactured and released on 23 november 2017. Expiration date: 2022-11-07; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: tibial insert fixed sphere flex size 5/10 mm l reference 02.12.0510fl (k121416); lot 171055: (B)(4) items manufactured and released on 21 june 2017. Expiration date: 2022-06-01 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 5 l reference 02.07.1205l (k090988); lot 174579: (B)(4) items manufactured and released on 10 october 2017. Expiration date:2022-09-28; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to sepsis about 3 months after primary. The surgeon inserted antibiotic spacers.

Manufacturer narrative:
On 08 august 2018 we were informed that the spacer is being removed in 1-week. Surgeon will be implanting a non-medacta revision knee. On 28 august 2018 we were informed that the new devices have been implanted. The revision surgery date was (B)(6) 2018.